Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and polyform synthetic mesh (c. R. Bard, inc.) Was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with transvaginal hysterectomy due to pelvic organ prolapse and mixed urinary incontinence. It was reported that the patient underwent mesh excision and removal of exposed vaginal mesh on (B)(6) 2006, mesh repair on (B)(6) 2006 for exposed vaginal mesh and mesh removal on (B)(6) 2007 for exposed vaginal mesh.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2009 by unknown surgeon for exposed vaginal mesh. It was reported that following insertion the patient experienced urinary tract infections.

Event description:
Details: it was reported that patient underwent mesh removal on (B)(6) 2009 by unknown surgeon for exposed vaginal mesh. It was reported that following insertion the patient experienced urinary tract infections.